Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected sodium (na+) results were obtained from a vitros performance verifier (pv) using vitros chemistry products na+ slides lot 4245-1074-8103 on a vitros xt 7600 integrated system. Vitros pv I lot d8955 results of 143.0, 190.8, 189.9, 148.5, 146.9, 153.0 and >250.0 mmol/l vs an expected result of 122.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600648.

Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier (pv) using vitros chemistry products na+ slides lot 4245-1074-8103 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument issue related to the performance of the vitros xt 7600 integrated system. Historical quality control results were imprecise and the results of a vitros na+ diagnostic precision test were not within ortho acceptable guidelines. An ortho field engineer (fe) performed service actions on the vitros xt 7600 system that included replacement of the electrolyte reference fluid pump and the erf carrier tubing. Additionally, the fe optimized adjustments to the dispense blade and the pm ring. The results of a post service vitros na+ within run precision test performed by the fe on the instrument were within ortho acceptable guidelines. Additionally, post service quality control results are within expectations and there has been no reported recurrence from the customer of unacceptable vitros na+ results since the service actions were performed on the vitros xt 7600 system.